Manufacturer narrative:
Device history record for the lens was reviewed. No issues were noted. The lens was discarded by the customer. No lens is expected to be returned.

Event description:
Site reported that the light adjustable lens was explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2021.